Event description:
It was reported that a pump declared a cartridge change error. Customer's blood glucose level exceeded 500 mg/dl, with a specific value unknown as it displayed "high." Customer addressed the issue with a correction bolus via the pump. Technical support instructed the customer on inspecting and cleaning the pump components and successfully guided them through reloading the cartridge onto the pump, allowing the customer to resume insulin delivery without third-party assistance.